Manufacturer narrative:
(B)(4). (B)(6). Actual receipt date of the device to the manufacturer is (B)(4) 2011. Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). A product surveillance quality associate spoke to the dialysis nurse regarding the return of this device. Per the nurse, this was the training device for the facility and was returned for the fca software upgrade. This device was only used for training sessions with a dummy tummy and had never been used on a patient. This is not iipv as the drain volumes did not come from a patient. If any additional information is received, a follow-up will be sent.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume that was identified in the logs that occurred on date (B)(6) 2011. The ultrafiltration reading was 159ml during cycle 2, indicating the home patient (hp) drained 159ml more than their maximum programmed fill volume of 200ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.